Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polypectomy. Concurrent conditions included fatigue, joint pain, fever, abdominal pain, urinary frequency, adenomyosis, perineal pain, candidiasis, allergic rhinitis and cough. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), tinnitus ("tinnitus"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), headache ("headaches"), menorrhagia ("heavy menstrual bleeding/heavy menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, tinnitus, depression, anxiety, panic attack, headache, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, headache, menorrhagia, panic attack, pelvic pain and tinnitus to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polypectomy. Concurrent conditions included fatigue, joint pain, fever, abdominal pain, urinary frequency, adenomyosis, perineal pain, candidiasis, allergic rhinitis and cough. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), tinnitus ("tinnitus"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), headache ("headaches"), menorrhagia ("heavy menstrual bleeding/heavy menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, tinnitus, depression, anxiety, panic attack, headache, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, headache, menorrhagia, panic attack, pelvic pain and tinnitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.